Manufacturer narrative:
In response to FDA report number: mw5113308. A review of the device history record has been completed. No deviations or non-conformances noted. The event of respiratory disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported via sus voluntary event report, right-side, "diagnosed with interstitial lung disease related to silicone exposure; 2021 confirmed breast implant rupture". Device status is unknown. The event of "interstitial lung disease related to silicone exposure" has been deemed as not device related.

Event description:
The device has been explanted.